Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: the device remains implanted and was therefore not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent a successful thoracoabdominal endovascular procedure and a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) was implanted. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/stent) devices were implanted in the visceral arteries as branch devices. On (B)(6) 2026, the patient presented with a left lower quadrant abdominal pain with an onset date of april 28. The patient reported increased flatulence and more frequent bowel movements, though his last bowel movement was normal. The pain radiated to his groin and back and was associated with nausea and vomiting. Cta imaging revealed an occluded left renal artery with compression of the vbx stent. The right renal artery was patent, but also had compression of the vbx stent. An angiogram was performed with thrombectomy of the left renal vbx stent followed by pta, stenting and post-dilatation. Treatment of the right renal vbx stent followed with pta, stenting, and post-dilatation. Ivus was used throughout both sides. Both vbx stents were relined with 6 mm x 60 mm protege stents. The procedure was well tolerated and completed without complication.